Manufacturer narrative:
The device was returned for evaluation and confirmed customer complaint of ¿battery depleted error, put a new cord and charged and still coming up when turned on." The device had a depleted battery when powered on and wouldn¿t illuminate keypad light when plugged into ac power. Visual inspection of power supply revealed charred components; replaced power supply and device now charges battery and illuminates keypad indicator. The probable cause was a defective/worn power supply. The device was received with a non-ICU power cord. Replaced power cord. The probable cause was a wrong component. Tested device by running protocol rate = 400 ml/hr. Vtbi = 50 ml with basic set up and device passed without error alarms.

Event description:
The customer reported a depleted battery error during set up. The customer put a new power cord on and the error still appeared when the device was turned on. The device was returned for evaluation and there was evidence of charring. There was no patient involvement.